Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically open filter, designator fl29.

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would consistently prompt to "connect electrodes," which indicates that the test patient load could not be detected.  As a result, defibrillation therapy would not have been possible if it were necessary.